Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received with insulin pump error. It was also mentioned that the drive alarmed during normal use. Blood glucose level was 180 mg/dl at the time of the incident. The insulin pump will be......

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify a broken force sensor was detected during seating or regular delivery, watchdog timeout, unexpected restart, software error bad pointer, this alarm is generated when a power failure is detected, displayable history crc check failed on startup alarms due to motor error alarm.